Event description:
It was reported that the patient called the hospital on (B)(6) 2022 for sudden driveline communication faults on the controller with a yellow wrench led and an intermittent beep. The patient was on the controller since 2014 with the 1.2 version software and was doing fine. The pump operated as expected without any further issues. The log files were downloaded and the alarm was confirmed by the "comm b fault flags" inside the data. The driveline fault was cleared and the patient was discharged after one hour. The alarm did not reoccur until (B)(6) 2022 and the patient was readmitted for one night. The controller was exchanged to one with the 1.7 version software, along with the modular cable to exclude any technical issues with communication. The alarm disappeared and the patient remained in clinic for a follow-up.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication/yellow wrench alarm was confirmed with the returned modular cable (lot # 6454621). The modular cable was tested to evaluate the integrity of its wires, which failed electrical measurements. The modular cable was delayered for visual inspection. Visual inspection revealed compromised underlying wires with exposed conductors approximately 11 inches from the in-line connector end. The compromised underlying wire appears to be result of being kinked/ resulting in wire fatigue. The modular cable was tested together with the returned system controller (serial # (B)(6)) and a shorted condition was induced with the related compromised wires. The induced shorted condition resulted in the reported driveline communication fault alarm. Device history record could not be located for the returned modular cable (lot # 6454621). Heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication/yellow wrench alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The event log file captured a driveline comm fault alarm that became active on (B)(6) relating to a com b fault code. The alarm was cleared on the (B)(6) consistent with the event details and returned on (B)(6). The returned system controller was tested together with laboratory equipment and was found to function as intended. No functional issue was identified that could be correlated to the driveline communication fault alarm captured in the log file. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 16may2014. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ under this section, all alarm conditions are addressed including system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 4, entitled ¿living with the heartmate 3¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.